Manufacturer narrative:
Additional information was received confirming b3 - date of event: 8/31/2024.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot number is unknown. A device history lot review is unable to be performed. D4: only di provided as lot number is unknown. E1 initial reporter phone number: (B)(6).

Event description:
The event occurred on an unspecified date and involved a transpac¿ it trifurcated monitoring kit, 84" safeset reservoir, 2 blood sample ports, 3ml flush devices, un-bonded macrodrip (pole mount) where it was reported that the connector split and cracked. There was unknown patient involvement and unknown adverse event.